Event description:
It was reported that during a laparoscopic cholecystectomy the clip fell off the cystic duct. The event did not change the original intent of the procedure. There was no pt consequence.